Manufacturer narrative:
Eval was completed on 15 november october 2005. The customer reported condition of failure code 810:04 was confirmed during performance testing. The info provided on this reported condition and the results from testing indicate that the air in linae sensor baseline is within range. External circumstances are suspected as the root cause of the failure. Review of the complaint history reveals similar reports have been received for this product for the reported issue.

Event description:
An infusion pump with a failure code 810:04. The event was reported to have occurred during biomed testing. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported.